Event description:
Information received by medtronic indicated that the pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
On (B)(6) 2020 the customer alleged water in the pump. Pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection.perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on the pcba and powered the pump on using the battery simulator and the unit powered up normally noted. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. After inserting battery unit power properly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.